Event description:
Report received from our affiliate that in an ipsilateral approach there was a balloon rupture during dilation of the right superficial artery in a percutaneous transluminal angioplasty. There were no anomalies noted during product inspection or when prepping device. There was mild calcification with no tortuosity and 95% stenosis present. An indeflator was used however balloon ruptured below nominal pressure (unk atm) there was no balloon leakage observed, nor separation of any balloon part, nor vessel dissection or deflation difficulty reported. The balloon was retrieved through the sheath introducer and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient. This product will be returned for evaluation and testing.